Event description:
It was reported that when the customer tried to detach the flotrac sensor, the connector broke. No patient complications were reported.

Manufacturer narrative:
Device not returned.